Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that after wearing the pod on her arm she noticed her site was itchy, hurts from her scratching the site, bright red, puffy and warm to the touch. She went to see her healthcare provider who diagnosed her with a topical dermatitis and she was given fluticasone cream for her skin irritation.